Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed a black screen. The field service engineer (fse) found failure was caused by a combination of bus cable issues and a defective power supply. The bus cable was replaced, and debris under the pockets was cleared. When the station continued to fail, the power supply was replaced, restoring full functionality. The customer confirmed successful operation by inventorying random drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es having a black screen. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care there were no adverse events or injuries reported due to this event.